Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, alteon cup was inserted and upon removal of the insertion handle it was noticed that it had broken. Cup was well fixed and surgery proceeded without delay. There were no fragments, parts, or pieces that fall into the patient. Images & x-rays unavailable. Patient was last known to be in stable condition following the event. The device is available for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections d9, g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the broken cup impactor reported may have been the result of weld degradation and/or an insufficient weld, which resulted in separation of the upper and lower body subcomponents and the inability of the device to function as intended. The most probable root cause associated with the reported event of ¿broken / non-functional¿ is associated with undesired damage or breakage in a solder joint of materials used in the device construction.